Manufacturer narrative:
The order time of the samples as 00:57:36. Based upon the information provided, the first test was performed at 01:50. All testing of this sample was performed 53 minutes or more post sample order time. The requirements per the package insert are to perform analysis within 20-30 minutes of venipuncture. Serial number previously provided as (B)(4) is incorrect. New information was received from the customer and the incorrect serial number was initially provided to roche. The correct serial number is (B)(4). The same sample was tested each time. The tests performed at 01:50, 02:00 and 02:27 were performed on serial number (B)(4). The tests performed at 03:04 and 03:22 were performed on serial number (B)(4). Quality controls on both systems were within specification before the sample was run.

Manufacturer narrative:
Information including printouts of the sample results that are required for the investigation have been requested, but the customer is not willing to provide further information on advise of their attorney. A specific root cause for this event could not be determined with the limited information provided. Based upon the information that was provided, a general reagent problem has been ruled out as calibration and quality controls were within range at the time of the event. The device correctly flagged the results being outside of the measuring range of the assay. It is also documented that testing was performed outside of the package insert requirements. According to the recommended processing time of 20 to 30 minutes of venipuncture, testing exceeding this time frame should be considered as invalid and should not have been reported to the clinician.

Manufacturer narrative:
Additional information was received regarding the timeline of the sample: "at 0:57 ordered, 1:22 sample arrived in lab, 1:34 placed on system, 1:50 first result." The expiration date of the reagent was 07/31/2017.

Manufacturer narrative:
Date of death- the actual date of death was not provided. The date (B)(6) 2016 is an approximation. This event occurred in (B)(6).

Event description:
The customer received questionable ammonia results for one sample from a newborn patient from two cobas c501 analyzers. (B)(4). The sample was initially tested at 01:50 on cobas c501 serial number (B)(4) gave no numeric result and was accompanied by a data flag indicating the result was greater than the technical limit of the assay. The sample was tested a second time at 2:00 from the same analyzer measured in "decreased mode" gave no numeric result and was accompanied by a data flag indicating the result was greater than the technical limit of the assay. The sample was tested a third time at 2:27 from the same analyzer measured in "decreased mode" gave no numeric result and was accompanied by a data flag indicating the result was greater than the technical limit of the assay. The sample was tested for the fourth time at 3:04 on cobas c501 serial number (B)(4) gave no numeric result and was accompanied by a data flag indicating "clot detection". The customer checked the sample with a pipette. They could not see fibrin strands or air bubbles. The customer tested the sample again in the original microcup without dilution. The sample was tested a fifth time at 3:22 on the same analyzer gave a result of -1.44 umol/l and was accompanied by a data flag indicating the result was below the technical limit of the assay. The result was converted by the laboratory information system (lis) to "<10 umol/l" which was reported. The complaint initially alleged the "patient is mishandled and eventually died. At birth was a rare inherited metabolic disorder found". Subsequent information regarding the patient was received and was provided as follows: "the statement patient is mishandled and eventually died is maybe premature." Additional information was requested, but could not be provided. The customer stated "because they fall under the obligation to maintain confidentiality of the practitioner". The ammonia reagent lot number was 129557. The expiration date was requested, but was not provided.